Event description:
It was reported that the device was used during a laparoscopic hernia repair. It was reported by the rep that while surgeon was using the endo stapler to staple mesh over the herniated site, he attempted to use the instrument in question. Two to three staples would fire correctly and then the instrument would jam and eventually dispense a malformed staple. This cycle happened a few times before the instrument was deemed unusable. Another endoscopic multifeed stapler was used to complete the case. There was no pt consequence.